Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient mentioned that their device does not went off, was not turning off. They didn't know if that was normal since they would be moving on (B)(6) 2018. The patient declined being transferred to patient services, they stated they would try to call the patient line whenever they experienced a problem. No patient symptoms were reported. No further complications were reported or anticipated.